Event description:
It was reported that the device had a damaged air in-line alarm sensor. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI number one device was received for evaluation. Visual inspection found the device in used condition, with a worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.